Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was found unresponsive. The patient's cause of death was not reported to the manufacturer. The device was explanted by the state medical examiner and is currently being held by the hospital

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.